Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a missing results issue with her one touch ultrasmart meter. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the conversation between the patient and the customer care advocate (cca). The mss reviewed the call to obtain and verify information. The patient reported that the alleged issue with the subject meter began "a couple of days" prior to contacting lfs. She stated that she manages her diabetes with lantus 4u a day and humalog (sliding scale) and due to the alleged issue on (B)(6) 2012, she continued taking her usual dose of medication. The patient claimed that "4 to 5 days" after the alleged issue started she felt sick and sweaty. In response to her symptoms, on (B)(6) 2012 at 6 pm, her husband drove her to the emergency room (ER), at 6:30 pm her blood glucose was tested with an ER meter and a result of "500 something mg/dl" was obtained, which then lead to the patient been admitted to the hospital for 6 days. This mss was able to at least confirm with the patient that she was using the subject meter successfully on the same day as the incident. It is unknown what kind of results the patient had been obtaining. During the initial call with customer service, the agent noted that the issue was resolved with education and the patient was able to obtain her previous results. While troubleshooting, it was discovered that she was using the incorrect procedure for accessing the previous results in her meter's memory. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the missing results issue can lead to the patient's symptoms since the missing results does not affect the ability to test with the subject meter. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.